Manufacturer narrative:
Device manufacturer date: the device was manufactured in august 2022 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus, during inspection and testing the customer¿s complaint (failed connector) was confirmed. They observed one side of the lock levers and metal clips is detached/missing from the blue plastic connector. During inspection and testing the following was also found: scratches on the blue plastic connector, scratches outside of the tube, white spots inside the tube and scratches on the metal connectors of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the connector failed. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection the following was found: damaged connecting connector. This report is being submitted for the malfunction found during evaluation (damaged connecting connector).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "9 preparation and inspection. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.